Manufacturer narrative:
The customer's complaint history was reviewed for a one year period; this is the first event reported for this issue for this facility. As the customer did not retain the lot number, device history review and lot history reviewed could not be examined. System message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, the company has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Additionally, an additional elastomer mold was purchased in 2010. Testing has shown that elastomers manufactured on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold has been validated and placed into production. A sample is expected, but has not yet been received for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that fluid goes into the fluidic module in the system. The facility exchanged the cassette to a new one, and completed surgery without significant delay. No harm to the patient was reported.